Event description:
It was reported that the patient was explanted of her vibrant soundbridge on (B)(6) 2013. The patient has a radical cavity and was explanted due to intermittent benefit. Drainage of the ear and a free lying conductor link were observed.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow up report.